Manufacturer narrative:
The battery was received in (B)(4) on 08/29/2016. It was later received in miami lakes on 10/24/2016 for testing. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via the log files, it was analyzed that there was a programming error with the controller that affected the log file dates. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a heartware field service engineer had analyzed the log files and recommended the exchange of the battery. The patient did mention the battery was changing to the other power source earlier than expected. Analysis of log files confirmed the patient's complaint of power switching. No additional information provided.